Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). Caller stated the patient's system is no longer working or functioning and the patient is able to tolerate their pain. Caller also states that the patient notified them that they couldn't afford to have their stimulator removed or serviced, and their physician retired, so they don't know who it currently is. Caller also stated in the past there was an issue with an MRI in that the patient had an MRI they weren't supposed to have (then stated contraindicated). Caller was unsure when this occurred and did not know who the physician was.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient the implant lasted about 7 years and then it stopped charging and would not charge any longer. Pt stated they were working in a government facility and they wanted documentation on the device. The battery had been dead for several years and it was no longer functioning. Patient noted they had been able to manage their life without using it. The device that they were using to charge it was giving them some kind of a display that would lead them to believe the battery inside the implant was faulty or at the end of life. The patient was redirected to their healthcare provider to further address the issue.